Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-421a-2320: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the glass cap bevel edge and the metal cap are not aligned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber used was a "malfunctioning fiber" at ~10,000 joules and ~1-2 minutes of use. A second fiber (forward firing) was used at ~177,000 joules and ~19 minutes of use. The fiber was not cleaned during the procedure. A third fiber was used to complete the procedure. This report is for the second fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was "forward firing". A second fiber was used to complete the procedure. Patient outcome: no patient injury reported.